Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse checked the wash operation, acid and base dispense and probe alignments. The cse observed a bent ancillary probe and replaced it. The cause for the initially high enhanced estradiol (ee2) is unknown and may have been attributed to the observed bent probe and possible misalignment, however the customer's quality control results were within acceptable control ranges and there were no other discordant patient enhanced estradiol (ee2) results from the test run at the time of the event. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated advia centaur xp enhanced estradiol (ee2) result was obtained by the customer on a patient sample. The physician questioned the result and the discordant sample was repeated on an alternate advia centaur system for verification, the result was low. The same sample was repeated on the original advia centaur xp system and the result was low. A corrected report was issued by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the falsely elevated advia centaur xp enhanced estradiol (ee2) result.